Event description:
During a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The lesion being treated was located in the moderately calcified, slightly tortuous, 80% stenosed left anterior descending (lad) artery bifurcation. The vessel was pre dialted with a 2.5 x 8 mm quantum maverick balloon. The physician implanted a taxus express2 8.8% 3.0 x 12 mm drug eluting stent. The stent was fully deployed to 14 atm. The stent was not post dilated. After the balloon was completely deflated, the balloon was sticking to the stent. The physician tried reinflating the balloon and the guide catheter deep seted down the left main. The balloon was then freed after about 5 minutes of maneuvers. The pt did experience some st elevations and chest pain when the balloon was sticking but these resolved. The pt's final condition was reported as good.